Event description:
The facility reported a pump with a battery failure. This failure occurred before use. There was no pt injury or medical intervention necessary according to the hosp rep. No additional contact info is available.